Event description:
Subsequent to the initial medwatch report, additional information indicates that the patient developed bradycardia post procedure. Final autopsy diagnosis indicates left internal stent was patent. Vasospasm/reperfusion injury secondary to recent endo-arterectomy.

Manufacturer narrative:
(B)(4). The reported patient effect of bradycardia is listed in the product instruction for use as a known potential adverse effect.

Event description:
It was reported that a xact stent was implanted in the left internal carotid. Approximately 5 hours post procedure, the patient experienced a transient episode of slurred speech and confusion. Computed tomography (CT) of the head showed no acute ischemic events. The patient's mental status was back to baseline same day. One day post procedure, the patient developed slurred speech. During CT, tonic-clonic seizures occurred. No ischemic/hemorrhagic stroke was revealed on CT. The patient became hypoxic and ativan was administered. The patient was taken to the surgical intensive care unit. The patient's airway could not be protected; therefore, the patient was intubated and propofol was administered for seizure prevention. The patient remained hospitalized although the seizures subsided with the administration of propofol. The patient was extubated on (B)(6) 2011. Reportedly, the patient's continued confusion and depression were due to alcohol withdrawal, which contributed to the prolonged hospital stay. On (B)(6) 2011, cardioversion and cardiopulmonary resuscitation were performed; however, the patient died. The presumed cause of death is myocardial infarction. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of neurological deficit/dysfunction, myocardial infarction (mi), seizures, transient ischemic attack (tia) and death are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.